Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and found to have moved on the balloon approximately 2mm from the proximal markerband. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found to be within specifications. The stent protector was not returned for analysis, however the specified inside diameter (ID) of the stent protector is within specifications. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there are no issues to note with the interaction between the two components providing the stent protector was removed correctly. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion profile found a kink approximately 66mm distal to the port weld. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During preparation of a 4.00 x 20 synergy ii drug eluting stent, it was noted that the stent moved freely on the stent delivery system. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During preparation of a 4.00 x 20 synergy ii drug eluting stent, it was noted that the stent moved freely on the stent delivery system. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.